Event description:
The customer reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a fuse. System operates as intended.